Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Waste bag pressure high alarms were caused by an obstructed waste line during a routine hemodialysis treatment. The alarms were resolved but followed by effluent pressure low alarms indicating that there was likely clotting in the blood circuit. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide. Clotting of the arterial line was observed indicating the cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between nxstage system one, and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.